Event description:
The wire in the distal shaft was protruding out of catheter. There was no reported patient injury. No additional info regarding the patient is available. The product was not clinically used in the patient. The product will be returned to cordis for analysis.